Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: tp1a.220624.014.g781usqslhyd1, hardware: sm-g781u, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 300 mg/dl between 36 and 48 hours of wearing the pod. The patient¿s mother stated the pod was not delivering insulin, there was a small amount of blood around the pod site, and the cannula was found to be bent. The pod was removed, and a new pod was applied.

Manufacturer narrative:
An evaluation of the returned device has been conducted. The device was received fully deployed, and there were no bends or kinks observed in the exposed portion of the soft cannula. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod data indicates the pod operated and delivered insulin as intended during operation. There are no further actions planned at this time.